Manufacturer narrative:
Sex of patient is unknown. (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist(fss. The fss was not able to duplicate the reported event. The field service specialist (fss) performed a checklist and verified all modes of operations. In addition, a preventative maintenance was performed. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented a flap straie in the left eye at 1 day post op. At one week post op, the doctor had to suture the flap. The doctor feels there is an issue with the laser and requested service on the laser. Customer reported right eye best corrected visual acuity (bcva) pre 20/15, post 20/20.